Event description:
Customer¿s sister reported her brother was transported to emergency room due to high bg readings. He is ¿very sick¿ in the hospital with a bg level ¿over 800 mg/dl.¿ the pdm history was ¿blank prior to 7:00 pm on (B)(6) 2012.¿ one pdm alarm was recorded to have occurred at 12:00am the basal program was set as follows: 12:00am ¿ 12:00 am at 0.05 u/hr. Customer¿s sister reported that ¿they had tried to bolus earlier and pdm would only allow 1.0 unit .. {she} checked pdm and max bolus was 1.0 unit.¿ she sated ¿no one had reset the settings or pdm.¿ the date and time were displayed correctly on the pdm. The pdm will be returned for investigation.

Manufacturer narrative:
The returned pdm was found to be functioning as intended. The bg meter was tested and found to be functioning properly; all results were acceptable. The pdm¿s downloaded data contains an error code that corresponds to a hard reset which occurs when the info key is pressed 3 times. The data also shows that the time and date were entered after the reset. The journal log shows that on (B)(6) 2012 at 18:25:20 the customer set the maximum bolus to 1.0u. The pdm was tested and found capable of delivering boluses. The pdm was thoroughly evaluated and no problems were found that would have caused or contributed to the user¿s high bg levels. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod user¿s guide cautions ¿the suggested bolus calculator will display a suggested bolus dose based on the settings you have programmed into the pdm. Check with your healthcare provider before using this feature or adjusting these settings. Additionally, the user guide instructs users on how to reset their pdm (soft reset) and cautions that ¿resetting the pdm deletes all basal programs, temp basal presets, carb presets, bolus presets, and all suggested bolus settings. Before you use this feature and delete these settings, be sure you have a written record of the info you need. History records will not be deleted.¿